Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted and scheduled for another time. A philips field service engineer (fse) visited the site and performed functional system analysis. The fse reviewed the log file, however no errors were found, and the system was working normally. The log file was not saved; therefore, no further investigation could be carried out. After the analysis and log file review onsite, the system was returned in good working order. The codes were updated based on the investigation outcome.